Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. During advancement of the 2.5 x 23 mm xience xpedition stent delivery system, the proximal shaft separated outside of the anatomy. There was no reported resistance during advancement. The device was removed and the procedure was stopped. The decision was made to treat the patient with medical management instead. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted kinked and wrinkled distal shaft and ultimately resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.